Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the corrective action and preventive action (CAPA) by olympus, this phenomenon was attributed to the following mechanism. Pattern (1) procedure is started without noticing cracks in the distal end cover during pre-use inspection. By performing the suction operation with the distal end in close contact with the mucous membrane, the mucous membrane enters between the distal end cover and the elevator. The endoscope was removed with the mucous membrane inserted between the distal end cover and the elevator (the distal end was adsorbed on the mucous membrane). The mucous membrane that has entered at the cracked part of the distal end cover is excised, and a piece of mucous membrane remains in the distal end cover. Pattern (2) procedure is started without noticing cracks in the distal end cover during pre-use inspection. Although no suction operation is performed, the mucous membrane enters between the distal end cover and the elevator due to the strong contact between the distal end and the mucous membrane. The endoscope is removed with the mucous membrane inserted between the distal end cover and the elevator (the distal end is in strong contact with the mucous membrane). The mucous membrane that has entered at the cracked part of the distal end cover is excised, and a piece of mucous membrane remains in the distal end cover. Pattern (3) by performing the suction operation with the distal end in close contact with the mucous membrane, the mucous membrane enters between the distal end cover and the elevator. The endoscope was removed with the mucous membrane inserted between the distal end cover and the elevator (the distal end was adsorbed on the mucous membrane). The mucous membrane that has entered at the edge of the distal end cover (around the u-shaped slit) is excised, and a piece of mucosa remains in the distal end cover. In addition, the root cause has been identified as follows from the mechanism of occurrence. Structure -root cause 1: compared to conventional products, there is a space for mucous membrane to enter between the elevator and the distal end cover. -root cause 2: compared to conventional products, the distal end cover has an edge (around the u-shaped slit), and the edge is in a position where it can easily come into contact with the mucous membrane. Operation of the surgeon -root cause 3: start the inspection without confirming that the distal end cover is properly attached during the pre-use inspection (start the inspection with the distal end cover cracked). -root cause 4: removing the endoscope with the distal end adsorbed on the mucous membrane by suction operation patterns (1) to (3) shown in the mechanism of occurrence occur when a combination of several root causes is aligned. -pattern (1): when the combination of root causes 1 to 4 is aligned. -pattern (2): when the combination of root causes 1 to 3 is aligned. -pattern (3): when the combination of root causes 1, 2 and 4 is aligned. Regarding the relationship of the device to the reported incident or adverse event, although the use of the device caused tissue damage, it was judged that no additional treatment was necessary. The mechanism of occurrence of health damage is as described in the above-mentioned "cause analysis" items. In addition, as described in the above "cause analysis" items, it is considered that there is no suspicion of usability problems. As a result of risk analysis of this event, it was found that the MDR report type is "malfunction".

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp), it was found that there was tissue material between the distal end of the tjf-q190v and the single use distal cover (maj-2315). The user completed the intended procedure with the subject devices or a similar device without an extension of the procedure which the user considers to be a serious deterioration in the state of health of any person to which the subject device could have been a contributory cause. The patient outcome (injury or any other harm) was good. Furthermore, the user provided the following information. The maj-2315 was attached to the tjf-q190v according to the instruction manual. After the procedure, there was a crack on the maj-2315. There was not any abnormality in the appearance of the tjf-q190v before and after the procedure. The maj-2315 had been stored inappropriately condition that may cause crushing, deformation, or cracking. The user did not use lens cleaner. During the procedure, any equipment such as tracheal tube for general anesthesia, etc. Was not used other than the tjf-q190v and the maj-2315. The suction function was not used while removing the tjf-q190v from the patient. The patient did not have a medical history, primary disease, ulcer or stenosis that could contribute to the injury. The user noticed after performing another procedure that when applying pressure, the maj-2315 opened up at the tear-off line. There was no report of patient injury associated with the event. This report is 2 of 2, regarding maj-2315.